Event description:
A malfunction alarm with code malf 12 was reported, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support provided assistance to reset the pump after confirming a fault ID, and the issue did not recur. The customer was advised to continue using the pump and to contact support if issues reappeared.